Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported that sometime in "may or june 2019", she experienced symptoms described as sweating, delirium, stomach sickness, headache, shaking, and a loss of consciousness. Customer went to the ER and an hcp meter reading of >600 mg/dl was obtained compared to a sensor scan result of "200 points lower". Customer was treated with insulin via injection and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported that sometime in "(B)(6) or (B)(6) 2019", she experienced symptoms described as sweating, delirium, stomach sickness, headache, shaking, and a loss of consciousness. Customer went to the ER and an hcp meter reading of >600 mg/dl was obtained compared to a sensor scan result of "200 points lower". Customer was treated with insulin via injection and no further treatment was reported. There was no report of death or permanent injury associated with this event.